Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable creatinine plus (crep) and glucose hk gen.3 (gluc) results on their p-module. The first patient's initial crep result was 186 umol/l accompanied by a data flag. This result was released to emergency. The sample was repeated twice and both results were 44 umol/l accompanied by a data flag. The customer stated the following regarding the patient's gluc result: "actually, the first result was 5.2. The repeat was 3.4. When I checked the sample there were red cells above the gel separator. The plasma sample sat on the red cells for 18 hours and would continue to metabolize the glucose." The gluc units of measure were mmol/l. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. On (B)(6) 2014, the second patient, a (B)(6) male, had an initial crep result of 443 umol/l. The sample was repeated and the results were 84 umol/l and 64 umol/l. On (B)(6) 2014, the third patient, a (B)(6) male, had an initial crep result of 183 umol/l. The repeat result was 75 umol/l. On (B)(6) 2014, the fourth patient, a female born on (B)(6) 1953, had an initial crep result of 117 umol/l. The repeat result was 82 umol/l. On (B)(6) 2014, the fifth patient, a female born on (B)(6) 1936, had an initial crep result of 171 umol/l. The repeat result was 111 umol/l. On (B)(6) 2014, the sixth patient, a male born on (B)(6) 1936, had an initial crep result of 234 umol/l. The repeat result was 155 umol/l. On (B)(6) 2014, the seventh patient, a female born on (B)(6) 1966, had an initial crep result of 247 umol/l. The repeat result was 68 umol/l. On (B)(6) 2014, the eighth patient, a female born on (B)(6) 1947, had an initial crep result of 225 umol/l. The repeat result was 63 umol/l. On (B)(6) 2014, the ninth patient, a female born on (B)(6) 1983, had an initial crep result of 130 umol/l. The repeat result was 65 umol/l. On 06/02/2014, the tenth patient, a female born on (B)(6) 1940, had an initial crep result of 239 umol/l. The repeat result was 103 umol/l. On (B)(6) 2014, the eleventh patient, a male born on (B)(6) 1981, had an initial crep result of 147 umol/l. The repeat result was 40 umol/l. On (B)(6) 2014, the twelfth patient, a female born on (B)(6) 1929, had an initial crep result of 126 umol/l. The repeat result was 74 umol/l. The discrepant results were reported outside the laboratory. There were no adverse affects for any of the patients. The crep and gluc reagent lot numbers and expiration dates were requested but not provided. A definitive root cause could not be determined. The field service representative performed several service actions surrounding the cell rinse efficiency.